Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. During the investigation it was found that the uso seal was separating from the chassis. After this was repaired, the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed remediation. This was found during testing. During the investigation, it was found that the device had the uso seal separating from the chassis.